Event description:
An optometrist reported a case of (dlk) diffuse lamellar keratitis one day post bilateral lasik in the right eye. The steroid drop dosage was increased. The (dlk) diffuse lamellar keratitis has resolved. Drops have been stopped.

Manufacturer narrative:
The investigation is completed. The device history records (DHR) for the device was reviewed. The associated device was released based on the company's acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. All calibrations, which were performed, are within specifications and tolerances. Technical root cause could not be determined as the system is performing within specifications and as intended. The possible contributing factors could be sterilization of instruments, surgical techniques, pre an post-operative medications. (B)(4).